Event description:
It was reported that during the implant procedure the physician was unable to secure the left ventricular (lv) lead in the coronary sinus (cs). The lead was removed and the physician chose to not implant an lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).